Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed an inner coil fracture near the terminal pin. Both the helix difficulty and removal difficulty reported allegations were confirmed based on an x-ray observation of the fractured inner coil near the terminal pin. It was noted that there were deformed conductor coils, likely a result of explant damage. In addition, the helix mechanism could not be tested due to the fractured inner coil. No other conductor fractures were found. Laboratory analysis was unable to conclusively determine the root cause of the reported lead dislodgement, loss of capture, high thresholds, and low amplitude/poor morphology observations.

Event description:
It was reported that this right atrial (ra) lead exhibited no capture and small p-wave amplitude measurements. Technical services (ts) was consulted. Upon further review of a previous chest x-ray, the physician noted the ra lead was dislodged, confirming the reported lead observations. The physician opted to perform a lead revision. During the lead revision procedure, the physician reported the lead was difficult to remove, exhibiting helix extension/retraction issues and high threshold measurements. Subsequently, the physician opted to explant and replace the ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited no capture and small p-wave amplitude measurements. Technical services (ts) was consulted. Upon further review of a previous chest x-ray, the physician noted the ra lead was dislodged, confirming the reported lead observations. The physician opted to perform a lead revision. During the lead revision procedure, the physician reported the lead was difficult to remove, exhibiting helix extension/retraction issues and high threshold measurements. Subsequently, the physician opted to explant and replace the ra lead. No additional adverse patient effects were reported.